Event description:
It was reported that the point calibration device (pcd) caused a one hour delay because the leds were not working during a fess (functional endoscopy sinus surgery) procedure. An alternate device which was not readily available was used to complete the procedure. No adverse consequence was associated with the event but additional anesthesia was required during the wait for the alternate device.

Event description:
It was reported that the point calibration device (pcd) caused a one hour delay because the leds were not working during a fess (functional endoscopy sinus surgery) procedure. An alternate device which was not readily available was used to complete the procedure. No adverse consequence was associated with the event but additional anesthesia was required during the wait for the alternate device.

Manufacturer narrative:
Upon inspection, the device was found to have sporadic electronics, corroded battery contacts and damaged parylene coating on the board of the device. The pcd is not a repairable device and will not be returned to the customer.